Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 408 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer was assisted with trouble shooting but the customer did not change their sets. The customer was informed that they are unable to find the root cause of the alarm without changing the set. The customer was informed that the alarm may have been caused by a set/reservoir occlusion. The customer did not return the product back for analysis.